Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by retractor band and connections. The field service indicated re-seated all connections and installed new retractor cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. Pockets unable to open. The customer reported an issue occurred when dispensing medication. There were no adverse events or injuries reported based on this incident.